Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer experienced an elevated blood glucose (bg) level of 600mg/dl. Customer administered a manual injection to address elevated bg level. Reportedly, the customer hadn't completed the load fill process. Tandem technical support assisted the customer with finishing the load fill process and insulin was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.